Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the patient's device did not have readings. No additional event or patient information is available. No product was provided for evaluation. Data was provided for evaluation. Confirmation of the complaint was confirmed via data. The root cause could not be determined via data.